Event description:
The physician was using a separator 026 inside a 026 reperfusion catheter and when the physician pushed the separator into the catheter, it kinked at the proximal end. He replaced it with another separator and it broke at the proximal end. He replaced it with a third separator and completed the case successfully. This MDR is associated with MDR 3005168196-2010-00440.

Manufacturer narrative:
Technical eval: the first unit showed a permanent kink and knot 2.5cm into the green ptte coated segment of the wire. The second unit arrived in the pieces. The proximal section showed a break 0.6cm into the coated section of the assembly. The distal section showed a substantial knot at the broken end. Conclusion: the incident is confirmed as reported. This failure mode is seen in cases where the separator proximal transition joint is manipulated outside of the rhv, leading to kinking and eventually to breaking. The manufacturing records for this lot were (B)(4).